Event description:
It was reported that pump displayed cartridge change error and customer discovered damaged cartridge o-ring with loose o-ring and debris present on pneumatic tap area of pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected and removed loose o-ring, cleaned pneumatic tap area, filled and attached new cartridge, ensured it was fully snapped into place, followed on-screen instructions, and successfully completed load process to resume insulin delivery.